Event description:
A medtronic rep reported a 2-pin fixator on the fram for the treon system was damaged. This did not occur during surgery and no pt was present.

Manufacturer narrative:
The device manufacture date was unavailable at the time of this report. The device has not been returned to the MFR for eval.